Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had difficulty inflating the inflatable penile prosthesis (ipp). During examination, the physician confirmed the device did not inflate after several attempts to pump. A magnetic resonance imaging (MRI) was performed identifying the reservoir was empty. A rupture in the system was suspected; however it has not been identified. The physician recommended the device needed to be replaced. There were no patient complications related to the event.